Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was high blood glucose per the coroner's report. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer passed in his college apartment and the police kept the pump for further investigation and to rule out homicide. The caller declined to return the insulin pump for analysis.